Manufacturer narrative:
The device was not returned to mmdg so no evaluation could be performed. The initial reporter stated that the pump alarmed system time out, and that they changed the c-cell batteries, and resumed their infusion. The system time out alarm is caused by the bt3 battery failing. The only way for this alarm to be cleared and for the pump to be usable again is to return the pump to mmdg for service and have the bt3 battery replaced. Based on this, it is unlikely that the complaint occurred as reported. This report is being filed for the delay in therapy that the initial reporter disclosed during the call with mmdg.

Event description:
The initial reporter stated that the pump alarmed system time out. They stated that they replaced the batteries and resumed the therapy using their pump. The initial reporter stated that approximately four hours later the patient began to experience shortness of breath and noticed at this time that the pump was turned off. The patient switched to their back up pump and when to the emergency room. Mmdg followed up with the initial reporter who stated that the patient was currently doing well and had no further issues. [(B)(4)].